Event description:
Patient allegedly received an implant due to prolonged immobilization and inability to be anticoagulated. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "fear and anxiety the filter will continue to tilt and perforate causing further internal damage that could result in death", sexual dysfunction and depression.

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety, depression, sexual dysfunction, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, depression, sexual dysfunction, fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012." Additional information received 20may2020: per an (B)(6) 2019 computed tomography (CT) abdomen: "findings: indwelling ivc filter with a conical design, the filter appears intact and appears to be a tulip or option type ivc filter. No evidence of an filter fracture or embolized filter fragment. There is slight tilt of the filter in the antero posterior dimension with the apex of the filter coming close to if not abutting the anterior wall of the inferior vena cava. This results in about 14-15 degrees of tilt off the z axis. Patency of the ivc cannot be established on this unenhanced exam. There is evidence of penetration of all of the legs of the filter, ranging between 2 and 4 mm although somewhat obscured by artifact from metallic coils or other surgical material in the right paravertebral region at the l3 level posterior to the vena cava". Patient outcome: it is alleged that the [pt] was injured without further explanation.